Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3998, lot# v034832, implanted: (B)(6) 2007, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that impedance were over 10 ,000 ohms. When replacing the battery (due to normal depletion), all impedances were over 10,000 ohms. The patient stated that they never used the device last year because it did not work. It was reported that the hcp the patient would not elaborate and was not interested in meeting with the manufacturer representative. The patient saw their doctor after the device died saying that they didn't know how much it was helping and they wanted it replaced. It was reported that they tried wiping off leads several times and even attached a multi-lead trialing cable and got the same result. The physician was aware but proceeded to replace the battery and leave the leads and extension alone due to the patient only being lightly sedated. The issue was not resolved at the time of the report. The cause of the high impedance was not determined. Relevant medical history includes multiple back operations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.